Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during coil embolization, when the coil was repositioned several times in the aneurysm, the coil was stretched and broke off. The distal side of the coil was deployed in the aneurysm and the stretched part of the coil was protruded from the aneurysm. The microcatheter was flushed to push the protruding part of the coil into the aneurysm. The proximal side of the coil was able to be retrieved from the patient's body. The procedure was completed without clinical impact to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Based on information from the complaint intermittent flush was used during the procedure. As per the dfu "warning: in order to achieve optimal performance of the target detachable coil system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained between the femoral sheath and guiding catheter, the 2-tip microcatheter and guiding catheters, and the 2-tip microcatheter and stryker neurovascular guidewire and delivery wire. Continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the detachment zone of the target detachable coil. It is likely that the use of intermittent flush caused friction issues leading to the coil to stretch and break during re-positioning and that this resulted in the coil protrusion and the cause for the reported complaint is believed to be related to use error. Expiration date: added, manufacturing date: added.

Event description:
It was reported that during coil embolization, when the coil was repositioned several times in the aneurysm, the coil was stretched and broke off. The distal side of the coil was deployed in the aneurysm and the stretched part of the coil was protruded from the aneurysm. The microcatheter was flushed to push the protruding part of the coil into the aneurysm. The proximal side of the coil was able to be retrieved from the patient's body. The procedure was completed without clinical impact to the patient.